Event description:
The customer reported a coulter lh 750 hematology analyzer generated high red blood cell (rbc) and platelet (plt) backgrounds as well as an error that stated, "sweep flow tank still full." There were no reports of erroneous results generated. There was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the sweep flow tank error was due to rbc count valve sol11, which failed resulting in loss of function of vl11 a, b, and c. The fse replaced sol11 resolving the error as well as the high rbc and plt backgrounds. (B)(4).